Manufacturer narrative:
(B)(4).

Event description:
Sensing on the rv lead dropped to 1.8mv. No intervention of any sort was taken. No adverse patient side effects were reported. This device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.